Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, manufactures instructions, quality control, specifications, and a functional test & visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed that the wire guide, inner catheter, and outer catheter were all returned. The distal weld balls of the wire guide were intact. However, the distal coil portion was bent with coil distortion. A kink was noted on the wire guide 4cm from the distal tip. On the inner catheter there was a cut mark/opening at 6.5cm from the proximal hub, but no visible tip damage. Only 4.8cm of the outer catheter was retuned, the separation point appeared to be a clean cut. The connection between the inner and outer catheter functioned as expected. During the functional test, the wire guide was able to successfully advance through the catheter distal to proximal and proximal to distal. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, while reviewing the subassembly lots ic8908413 & ic8908914, two nonconformances were noted. The first was for fitting damage, and the second for taper damage on the outer catheter. While these nonconformances may relate to the reported failure mode, it should be noted that both were scrapped and not replace prior to order completion. It should also be noted there were no other reported complaints for this lot number or the corresponding subassembly lots. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be traced to the device. The cause may lie with the patient¿s condition or the procedural steps as inquiries were made for both, but no additional information was provided. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant devices: glidewire( manufacturer unspecified), 7x100mm stent (manufacturer not specified). PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a patient was undergoing an angioplasty with possible stenting procedure to the left external iliac artery. During the procedure, the sheath of the micropuncture transitionless access set broke inside the patient's anatomy and was not able to be removed. Access to the left external iliac artery was gain via the left common femoral artery. Reportedly, the physician was placing the complaint sheath and a wire to the left external iliac artery when an area of total occlusion was encountered. The physician believed he placed the sheath into the occlusion and attempted to unsuccessfully reposition it. An attempt was then made to remove the sheath when a 3cm long piece of the tip broke off inside the patient's anatomy. The remaining portion of the complaint sheath was removed and, upon visual inspection, a slit was also noted in the sheath. The physician believed a piece of the sheath, in addition to the tip, may have also lodged in the occlusion. Angiography was performed however, the suspected missing piece was not visualized. At this time an incision was made and a cut down procedure was performed. Vessel loops were placed proximal and distal to the occlusion and a technique to flush the foreign body was employed. No foreign body was visualized. The physician then sewed the arteriotomy and inserted a needle into the artery. An additional arteriogram was performed and no foreign body was visualized. The procedure was completed after a glidewire was inserted across the lesion and a 7x100mm stent (manufacturer unspecified) was placed and deployed. The artery was open and the distal tip of the sheath is believed to be stented to the vessel wall. The patient was stable and discharged and has no complaints. There have been no patient adverse effects due to this occurrence. No additional procedures have been reported.

Manufacturer narrative:
D10: device available for evaluation - yes, product received on - 30nov2018. H3: device evaluation begun, but not yet complete. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.